Event description:
The customer reported being in the emergency room with high blood glucose over 700mg/dl. The caller stated that cause of her visit was diabetes ketoacidosis and bad insert. Troubleshooting was performed. The time, date, and basal rates were correct. Assisted the customer to run a manual prime and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to remove the cannula and it was not bent or occluded. The customer mentioned that the infusion sets' tubing were kinked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.